Manufacturer narrative:
Qn#(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. The potential cause of the catheter and/or snaplock being blocked could not be determined based upon the information provided and without a sample.

Event description:
The report states: when they attach the autofuser pain pump to the snaplock the fluid was not flowing through the catheter. With the pump was working fine but there was something wrong with the epidural catheter or snaplock.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: when they attach the autofuser pain pump to the snaplock the fluid was not flowing through the catheter. With the pump was working fine but there was something wrong with the epidural catheter or snaplock.